Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had completed several rounds of radiation therapy, and presented in-hospital for device check. The device was found to be in backup vvi mode. The device could not be restored due to intermittent telemetry. Device to be explanted.